Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that she was unable to test her blood glucose due to the "apply sample" message. On june 3, 2008, this medical affairs specialist contacted the pt to clarify info from the initial call. However, the pt provided limited info and did not wish to speak on the subject. After the pt claimed she was not able to obtain a blood glucose reading on both the initial lfs meter and the lfs replacement meter, she obtained a different brand meter from the doctor. The pt no longer uses lifescan product. After the pt first encountered the reported issue (apply sample) on three days prior to original date, the pt allegedly was not able to test her blood glucose. The pt did not have any symptoms before, during, and after the reported issue began. However, the pt reportedly received assistance/advice from a healthcare provider on two days later. The pt was also reportedly treated with insulin. At unspecified date and time after the reported issue, the pt reportedly obtained blood glucose reading of 580 mg/dl on a lab device. It would have been helpful to know how the pt treated her diabetes on after the reported issue began, when the "580 mg/dl" blood glucose reading was obtained, if she was admitted into the hospital for treatment, who treated the pt with insulin, and why she was treated with insulin. Although the customer care advocate indicated that the pt was not using the correct testing technique (pt turned the meter on before the inserting strip and putting blood on strip before inserting), the reported issue was not resolved with training. A dvd tutorial was sent to the pt on how to use the meter. This complaint is being reported because the pt claimed she was not able to test her blood glucose due to the reported issue and allegedly obtained an elevated blood glucose reading on a lab device after the reported issue. In addition, the pt claimed she also had to be treated with insulin after the reported issue. Replacement product were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.